Manufacturer narrative:
This report is submitted on may 02, 2017, (B)(4).

Event description:
Per the clinic, the patient experienced infection and skin overgrowth at the implant site. The patient was treated with steroid injections and antibiotics (type, date and duration not reported) and the patient underwent revision surgery to excise the excess skin; however the issue could not be resolved. Removal of the abutment is planned; however, it is unknown if this has occurred as of the date of this report.